Manufacturer narrative:
The loop was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, the instruction manual warns user ¿do not use an instrument that fails to meet the criteria stated in the labeling, or that has been damaged.¿

Event description:
Olympus was informed that during a diagnostic repeat endometrial ablation and removal of iud procedure the loop detached and fell into the patient¿s uterus. The doctor was performing a hysteroscopic right angle loop when the breakage occurred. The loop fragment was retrieved in one piece utilizing hysteroscopic graspers. There was no unusual bleeding observed. The intended procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
The supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the reported device issue. A visual inspection was performed and found the loop wire broken off from the distal end side of the device. The broken loop wire was also returned to olympus for evaluation. The yellow filters were found stretched out and most likely contributed to the loop wire breaking off. In addition, the metal guide that holds the yellow filter in place is noted to be bent. The outer sheath was also found bent at the proximal end. Based on the device evaluation, user handling and excessive force during the use of the device could not be ruled out as a contributing factor to the reported device damage.